Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer stated that the size is bigger than champagne bubbles. The customer's blood glucose level at the time of the incident is unknown. During troubleshooting, the customer indicated that insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. The customer was instructed that a reservoir would be sent and to monitor the issue with the ne reservoir. The reservoir will not be returned for analysis.